Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sharps collector 1qt red the lid was missing. The following information was provided by the initial reporter: the customer reported that one lid of sc was missing.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additional attempt to get more information was made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported like missing lid during the manufacturing process of the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lid issue for the same part number throughout the last twelve months. According with this investigation, there is not enough information provided from customer like pictures of original packaging. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lid). All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported while using bd sharps collector 1qt red the lid was missing. The following information was provided by the initial reporter: the customer reported that one lid of sc was missing.